Manufacturer narrative:
Device manufacture date, corrected data: the initial report inadvertently reported the date incorrectly. Suspected medical device expiration date, corrected data: the initial report inadvertently reported the date incorrectly.

Event description:
It was reported that the patient presented on the patient's last visit to the physician's office with increase in seizure frequency. The seizures were daily. The physician thought the vns battery was dead, so the patient was referred for generator replacement surgery. If the replacement did not help, the plan was to trial new medications to improve the frequency of seizures. Attempts for additional information from the physician have been unsuccessful to date. It appears that the patient was referred for surgery due to clinical symptoms of increased seizures. The patient had generator replacement surgery on (B)(6) 2012. The return product form indicated the reason for replacement as battery depletion. The explanted product underwent product analysis. The reported end of service condition was not duplicated in the lab. Results of bench diagnostic testing indicated the device was operating properly with ifi = no. The data in the diagaccumconsumed memory locations revealed that 36.671% of the battery had been consumed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage value stored within the generator (2.976 volts) does not suggest an end of service battery depleted condition. Except for the explant related device disable event (output disabled with vbat<eos threshold due to exposure to electro-cautery tool during device explant), there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.